Event description:
Loss of osseointegration. Implant achieved osseointegration, primary stability was achieved, no thread tap used, psychological disorder, drug or alcohol abuse, smoker, periodontal disease, infection, pain, swelling.